Event description:
This pt was undergoing an operative procedure to insert a bardport port-a-cath for continued chemotherapy. During insertion into the transverse cervical vein, as the guidewire was being removed from the catheter, the non radiopaque straightener disappeared into the vein. Unable to view under x-ray attempts to remove the straightener were unsuccessful during the operative procedure. After the procedure was completed and the incision closed, the pt had a CT pulmonary angiogram which resulted as negative. The pt remained completely asymptomatic and was released from the hospital. Instruction were provided if symptomatic to return to the hospital. If straightener were radiopaque, detection and removal would have been possible. Diagnosis for use: ovarian cancer.